Manufacturer narrative:
The manufacturer¿s international service technician identified during preventive maintenance of the v60 vent that the internal battery had charging failure. The international service technician replaced the power management board to resolve the issue.

Event description:
Customer sent the device to the international service center for routine periodic maintenance. There was no patient involvement.

Manufacturer narrative:
The power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The pm board was installed in the fi test ventilator in an attempt to duplicate the reported problem and the discharge fi test backup battery was installed. The testing unit passed all testing, and no fault was found and no error messages were generated. The root cause for the report from the service technician indicating that during preventive maintenance of the v60 vent the internal battery had charging failure could not be identified.